Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2022 with 3 days of bloody stool. The patient was admitted and their international normalized ratio was 2.0 and hemoglobin was 14.5. Warfarin and aspirin were held. Proton pump inhibitors were increased to twice a day. On (B)(6) 2022 the patient had an enteroscopy and colonoscopy with 4 polyps removed/clipped.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The bleeding resolved and hemoglobin and hematocrit was stabilized. No transfusions were needed and patient was discharged home on 12may2022 with plan for repeat colonoscopy in 6 months.